Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [crack visible through the eye piece ] was not confirmed. According to henke: the image on the camera and the light fiber transmission meets the specifications. The scope is not leaking the complaint for ¿crack visible through the eye piece¿ has not been confirmed probably root cause for this failure is: laser welding seal failure, distal/proximal window solder failure, damage to optical train, damage to needle, damage to distal or proximal windows, moisture intrusion, end of life wear-out, environmental disturbance: endoscope colder than dew point, environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only), use error. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foggy image during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image during the procedure.